Event description:
The customer reported that the lh750 hematology analyzer failed to flag for the presence of blast cells in one patient sample. There were no instrument-generated messages accompanying the results. The erroneous test results were reported out of the laboratory. A manual differential was subsequently performed a day later on this sample and 78 percent blast cells were observed. The customer believed the manual results to be correct. The sample was also repeated a day later on the lh750 analyzer, and on the repeat run, the results were accompanied by instrument generated messages for lymphocyte blasts and for imm ne 2 (immature neutrophil 2, suspect immature neutrophils, primarily metamyelocytes, myelocytes, and promyelocytes). There were no reported changes to patient treatment associated with this event.

Manufacturer narrative:
This reportable event was identified during a retrospective review conducted for the period between (B)(4), 2008 and (B)(4), 2010 of complaints for additional reportable events. This MDR is for patient 1 of 1 on day 2 of 2. See MDR #1061932-2010-00130 for patient 1 of 1 on day 1 of 2. Quality control materials were run before and after this event and recovered within expected limits. System flagging preferences were [2202], where blasts, variant lymphocytes, and imm ne 2 (immature neutrophil 2, suspect immature neutrophils, primarily metamyelocytes, myelocytes, and promyelocytes) were set at the mid level sensitivity and imm ne 1 (immature neutrophils, suspect immature neutrophils, primarily bands) was set at the lowest level of sensitivity. Raw data files were requested for analysis; however the files were not received. On (B)(4) 2010, a field service engineer visited the site to assess the instrument. He verified vcs (volume, conductivity and scatter) optimization; the instrument was functioning within expected performance parameters. The root cause of the unflagged test results is unknown.